Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted controller event log file contained approximately 12 days of data (27may2023 ¿ 08jun2023 per the timestamp). No external power, power cable disconnect and low voltage hazard alarms were observed on 06jun2023 from 4:57:06 to 4:57:12 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored. The system controller backup battery supplied power to the system during the loss of external power. There were no other notable alarms throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector on the ac power cord. The patient stated they unplug the mpu every morning once they transfer to battery power. The ac was tight against the back of the mpu without movement from manipulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file displayed power cable disconnect and no external power alarms on (B)(6) 2023 at 04:57 while tethered to the mobile power unit (mpu). There were no products replaced or removed from use. Everything was working as expected and the alarms resolved on their own. The patient stated there was a power outage approximately 6 hours before the alarms were active.